Event description:
It was reported a death occurred. A left atrial appendage (laa) closure procedure was being performed. Standard transseptal puncture was performed using intracardiac echo (ice) and fluoroscopy guidance. The transseptal sheath was exchanged over the guidewire and the double curve watchman truseal access system (was) was positioned. Upon removal of the dilator and guidewire from the was the patient began to decompensate and air was recognized by the implanter on ice imaging. Another physician was called in to assist in the case. An airway was placed by anesthesia and a transesophageal echo (tee) probe was inserted to image the heart. St segment changes occurred, and the patient became hemodynamically unstable with a low heart rate and low blood pressure that required pharmacological support by the anesthesiologist. The patient's blood pressure remained low and the patient then went into ventricular fibrillation arrest and required defibrillation and cardiopulmonary resuscitation (CPR). The physician inserted a catheter and attempted to remove the air from the aorta and left ventricle during continued cardiac resuscitation. Minimal resolution of the air was achieved and the patient never regained spontaneous circulation. After 40 minutes of attempted resuscitation and no recovery the physician pronounced the patient deceased. The cause of death was due to a probable air embolism via the was resulting in cardiac arrest.